Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilation, residual stenosis was 75%. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, when the catheter was advanced to the lesion, the stent strut was lifted. The device was removed together with the catheter and the procedure was completed with a different device. No complications nor injuries were reported.